Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not duplicated and the subject device functioned without any problem, also there was no abnormality on the exterior. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that the reported phenomenon was attributed to the contact failure of the electrical contacts of the video connector socket due to the adhesion of foreign material, or the not firmly connection of the videoscope due to the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the endoscopic image disappeared. Then, when the facility cycled the power of the subject device, the subject device restarted, so the procedure was continued and completed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.